Event description:
Spontaneous late dislocation of lens [lens dislocation]. Case description: spontaneous literature report, argus number: 2001078291us. A literature paper (ophthalmology, 108(10), 1727-31, 2001) reported a case regarding a pt suffering from glaucoma on both eyes, retinal detachment on right eye and macular degeneration. In 1988 and 4 months later, the pt underwent a phaco/iol implantation on right and left eyes. One-piece pmma lenses were used. In 1995 and 1996 the pt experienced a dislocation of intraocular lenses. The treatment consisted firstly of an iol exchange in the right eye and then of a placement of a sewn-in posterior chamber iol in the left eye with scleral fixation of dislocated iol. At the time of the report, the pt had not recovered as pt had only achieved a hand-motion vision. Case comment: lens dislocation is listed in the cds.